Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 9/20/2017. Device evaluation: the device was returned to the manufacturer. The product was received in a lensholder. Visual inspection was performed by using 12x magnification shows no anomalies. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaint have been received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to the manufacturer has been submitted. Parent information.

Event description:
It was reported that during implantation of a zct225 19.0 diopter intraocular lens, a vitrectomy was required. No further information was provided.